Manufacturer narrative:
On-site investigation was performed by our field service engineer. The device was checked and no deviation was found. Device successfully passed pre-use check. No parts were replaced. The device was delivered to the user in working condition. Review of the provided logs confirms occurrence of the reported issue. The event log confirms several occurrences of the reported clinical alarm, as an indication of difficulties with ventilating the patient. Paw high alarm indicates that airway pressure exceeds preset upper pressure limit and both patient and breathing system must be checked, as there is a increased pressure in the ventilator's breathing system (high resistance in the patient circuit). Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Blocked patient circuit may lead to insufficient ventilation or no ventilation to the patient. An increase in airway pressure can occur due to a blockage in the respiratory system. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the increase of resistance in the patient circuit. The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).